Event description:
It was reported that during follow-up visit, high rv thresholds were observed. Suspected micro dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.